Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. Customer reported elevated blood glucose (bg) levels in the upper 200's (mg/dl). Customer administered an injection to stabilize bg levels and indicated current pump would continue to be used for diabetes management.